Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. There is no indication that the monitor malfunction caused or contributed to the inappropriate treatment or patient death. Correction: monitor sn (B)(4) was repaired and refurbished. Root cause: the root cause for the open resistor could not be positively identified. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per (B)(4). Electrode belt sn (B)(4) was not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. It was reported that the patient was in a rehab and nursing facility and that the patient was not wearing the lifevest at the time of passing. It was reported that the patient's death was cardiac related. Review of the download data, indicates the patient received one inappropriate shock in response to CPR artifact. The patient's heart rhythm was obscured by CPR artifact at the time of the treatment shock at 10:32:20. The patient's post shock rhythm was asystole with CPR artifact. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2021.